Event description:
It was reported that the 9400 system would not boot and displayed a "drive not ready" error message. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to reset the data cable on the mainframe floppy drive in the correct orientation. Reset the cable. The system was tested and found to be working as intended and placed back into service.